Manufacturer narrative:
(B)(4). Arisg case number: (B)(4) initial report. Importer's report number: 1000118068-2016-00061. Meddra preferred term codes: 10024648 livedo reticularis. (B)(4). CAPA: the event livedo reticularis is not explicitly mentioned in the label, but is considered to be a part of the "discoloration" term already covered by the label. No corrective/preventive action is needed. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 14544. A batch record review of lot 14544 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Pharmacovigilance comment: a causal relation between the event and the treatment seems possible. The injection technique may have contributed to the event. The company agrees with the reporting physician that the case is serious due to the intervention required to potentially prevent permanent damage to body structure. Additional comments: the device was not returned to send to the manufacturer for evaluation.

Event description:
A report (B)(4) was received on (B)(6) 2016 from the injecting physician. The physician reported that a female patient was injected on (B)(6) 2016 with 2 cc of restylane lyft in the bilateral lateral and medial malars, 2cc of restylane-l in the lips and bilateral nasolabial folds, marionette lines and 1cc of restylane silk in the perioral rhytids. All injections were done without incident. Approximately 4-5 hours after injection, the patient contacted the physician to report that she was concerned. She sent him photos and had what appeared to be a reticulate pattern on the left cheek. That same day the patient was injected with 5 vials (750 units) of hylenex (hyaluronidase) to both sides for symmetry purposes and stated that the color to the area was improved. In addition, the patient was treated with nitro paste (glyceryl trinitrate). No additional information was available at the time of the report. A follow-up report was received on 18-oct-2016 from the medical science liaison who had spoken to the physician on 18-oct-2016 and was informed he had been in contact with patient on a daily basis since the initial date of injection. Patient was recovering well with no signs of ischemia. A follow-up was received 29-nov-2016 from the physician. The physician reported that the 43 year-old female patient had a fitzpatrick skin type of iii-IV and was not pregnant. The patient was injected with restylane lyft 2 ml using a depot and threading technique on (B)(6) 2016. The patient experienced a moderate reticulate pattern on the left check starting on the (B)(6) 2016 and resolved on (B)(6) 2016. The physician treated the event on the left cheek with hylenex (hyaluronidase) 600 units and there was immediate resolution. The physician also treated the patient with nitro paste and arnica starting on (B)(6) 2016 and discontinued on (B)(6) 2016 providing complete resolution. The physician assessed that there was a possible causality to the injection and unlikely causality to the substance. The physician also assessed the event to be serious, because of the intervention required. Case upgraded to serious as of 29-nov-2016.